Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of an infusor, which a nurse had reported, where the rates were able to be changed without a key. This occured during a training and was used with normal saline. There was no patient involvement and therefore no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation and the reported condition was confirmed during product evaluation. A visual inspection and functional test were performed, which found that the control module could be turned without the key. However, the root cause could not be identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.